Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: one (1) kink on flex shaft at 25 cm from flex tip. Leak noted on crimping balloon area due to a pin hole at the balloon material. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. The measured components were within specification. Due to the nature of the event (pinhole at crimping balloon material), functional testing was unable to be performed. The delivery system balloon leak was confirmed. However, no manufacturing non-conformance was identified during the evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Per evaluation of the returned device, a pinhole was seen in the crimp balloon area. As there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, it is likely that procedural factors contributed to the observed leakage. It is possible that high push force applied to overcome the resistance felt during delivery system insertion may have caused the interaction between the crimping valve with the balloon material, resulting in the pinhole observed during evaluation of the returned device. As such, available information suggests that procedural factors (high push force, crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was observed during pre-decontamination of devices returned to edwards lifesciences that there was a balloon leak at the crimp balloon area of the first commander delivery system used in the case. As reported from austria by our edwards lifesciences affiliate, during a transfemoral transcatheter aortic valve replacement procedure, there was resistance inserting the commander delivery system and 26mm sapien 3 ultra valve through the esheath. Degree of access vessel tortuosity was severe. The delivery system became stuck in the esheath. In addition, the delivery system became kinked due to the high force when attempting to advance the device through the sheath. The devices were removed, and a second esheath was inserted. The second esheath also became kinked and was exchanged for a third esheath. While the third esheath also became kinked, a stiff wire was used to straighten the sheath, and an edwards valve was successfully deployed. During pre-decontamination of the returned devices, a balloon leak at the crimp balloon area of the first commander delivery system was observed.